Event description:
Related manufacturer reference number: 2017865-2023-17840. It was reported that several hours after an implant procedure, the patient experienced a complete heart block and bradycardia. Fluoroscopy was performed revealing right ventricular (rv) lead dislodgement, and the atrial lead was still in place but appeared to have less slack. The physician suspected that the patient moved their left arm resulting in lead dislodgement. The next morning, the rv lead was repositioned, and the physician used a stylet to get more slack on the atrial lead. The patient was stable throughout and was asymptomatic.